Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use during a watchman left atrial appendage closure (laac) procedure. A perforation and a pericardial effusion (pe) occurred, and procedure was cancelled. During the procedure, after crossing the septum with versacross system successfully, the versacross rf wire was advanced into the left upper pulmonary vein. Thus, the versacross sheath was then removed and exchanged for the watchman sheath which was advanced over the versacross rf wire and through the septum. The rf wire was then manipulated into the left atrial appendage, followed by the watchman sheath. An appendegram with contrast was then performed and the physician noted that the watchman sheath had perforated the back wall of the appendage, causing contrast to leak into the pericardial sac. The pe was located at the left atrial appendage. A large volume of fluid around the heart was noted, but patient remained hemodynamically stable. Protamine was then given, and a pericardial tap was performed immediately, followed by additional blood units being provided. The color of the patient's blood was bright red, their entire blood volume was removed and auto-transfused. Patient has been transferred to the intensive care unit (ICU), and it was further discharged on (B)(6) 2024. Product is not expected to return for analysis. Prior to procedure, no pe was noted. It is reported that the pe occurred after transseptal, while taking the initial appendegram. The patient was not on warfarin nor antiplatelet drugs at the time. The versacross rf wire was seen clearly on the appendage after transeptal cross. In the physician's opinion, the watchman access sheath perforated the back wall of the left atrial appendage. No other issues were reported.